Event description:
On 1/2/2000 the pt tested blood glucose on the suspect device and it was 183 mg/dl. Pt ate and took insulin at 5pm. The next morning at 6 am pt was acting strangely, so spouse tested pt's blood glucose on the suspect device and it was 174 mg/dl. Spouse called the paramedics and they tested blood glucose when they arrived and it was 36 mg/dl. Pt was taken to the hospital for 3 days and is uncertain of the treatment received.